Manufacturer narrative:
(H3) the evaluation of the of the reported event noted that revision was likely the result of damage to the retaining ring during reprocessing or a prior surgical use, which resulted in disassembly of both the retaining ring and attachment screw. However, this cannot be confirmed as the retaining ring and attachment screw subcomponents were not returned for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a knee procedure, the surgeon noticed that a wire coil and capture screw disengaged from the cc modular femoral box trial prior to trial reduction of the knee. The screw and coil were located and removed from the field. Patient was last known to be in stable condition following the event. The surgeon was able to finish the case. The broken trial did not appear to have any impact on results and will be returned.